Event description:
It was reported that an infusion pump showed error code 46828 and it occurred during preventive maintenance inspection. There was no patient involvement and patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.